Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps is not confirmed. A labeling review found the patient at home guide is adequate. The cause is undetermined.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding repriming the patient line which occurred on the homechoice during use during prime. The home patient then connected to an overprimed line that fluid had leaked out of to complete therapy. Baxter product surveillance contacted the home patient on (B)(6) 2011. He stated that he had not seen anything unusual about his supplies or anything else that could have caused the priming issues that night. Therapy had been going well since, and there were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.